Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number (phk978), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was received: product code: (B)(4). Lot number: phk978. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure ob-gyn surgery and a barbed suture was used. During the procedure, at the start of suturing, the fixation tab was broken. There were no adverse patient consequences reported. No additional information was provided.